Event description:
PICC line dressing found saturated. Dressing changed, but found saturated again. Removed double lumen PICC from patient due to apparent leak. Nurse provided specimen bag for line to be removed from unit for investigation biomed.